Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had green stuff coming from power cable of system controller. It was unknown what the green stuff was. The patient did a system controller exchange. The patient stated that they were lightheaded during the first system controller exchange but did not lose consciousness. The patient then called the clinic and said that the green pump running symbol was not illuminated but the pump was still running. They were instructed to perform another system controller exchange and lost consciousness briefly during the exchange. The patient was alert and oriented within seconds after the pump was reconnected. Parameters were within normal limit for patient¿s baseline. Log files were sent for the controller that had the fault after it was first connected in clinic. But after the system controller experienced a fault, it would not retrieve the data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller fault was confirmed. The system controller (serial number: (B)(6) was returned for analysis. The system controller underwent preliminary and functional testing and did not pass. Upon connecting the system controller with the system monitor, the reported event of no communication between the system controller and system monitor was confirmed, as well as the system controller fault alarm. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. All conductors passed testing. The system controller power leads were replaced with a pair of test power leads and the issues persisted. The system controller liquid crystal display (lcd) printed circuit board assembly (pcba) was then replaced, and the issue persisted. It was found that a likely internal issue with microcontroller u10 was causing the issue, as the inputs to u10 were nominal compared to a test system controller; however, the output of the microcontroller was fluctuating and inconsistent with a test system controller. No further troubleshooting was performed. Additional provided information stated log files were unavailable as the system controller fault was active, and the system controller was unable to communicate with the system monitor. A root cause for the reported event date was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.